Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. She underwent a mesh removal surgery on (B)(6) 2012. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
(B)(4). Hernia recurrence occurred. It was reported that following insertion the patient experienced recurrent umblical hernia.

Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Date sent to FDA: 9/18/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.